Event description:
It was reported that the right ventricular (rv) lead had a fracture, displayed unstable thresholds and high impedance. Impedance would sometimes measure high, triggering a lead polarity switch. The rv lead was removed and replaced. The right atrial (ra) lead was dislodged during the extraction of the rv lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.